Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the xenon light source gave a scope communication error (b30 error) with 1 scope and a fuzzy scope image was observed. The issue occurred during preparation for use when the endoscopic technician that was in the procedure room at the time reported attempting to hook up 3 different scopes with the same issue resulting. The nurse contacted olympus and the problem was resolved. The nurse reported it delayed the start of that case because they needed to change to a different procedure room; where the problem did not persist. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined. B30 error occurs when an abnormality occurs in the communication between the endoscope and the processor. The following is included in the device instructions for use (IFU) and may help prevent the event: chapter 9 troubleshooting 9.2 troubleshooting guide olympus will continue to monitor field performance for this device.